Manufacturer narrative:
(B)(4). Date sent 8/21/2025. D4 batch #a9797r. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was returned fully deployed, the bag damaged. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. In order to evaluate the internal components, the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. A manufacturing record evaluation was performed for the finished device batch a9797r number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 7/15/2025. D4 batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the item broke during surgery. No patient consequences was reported.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2025. Additional information: account contact called in reporting that during operative laparoscopy procedure, the pouch was broken inside the patient¿s abdomen. The surgeon was able to get it out. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 8/18/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.